Manufacturer narrative:
No product related to the reported event has been returned for evaluation. Therefore, there is no failure analysis of the product.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the stapler 45 instrument misfired with two different blue reloads. The customer noted an exposed blade error message and staples fell inside the patient. The staples were retrieved during the same procedure. The customer used a third party laparoscopic stapler to continue and the procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument and accessories were inspected prior to use with no damage noted. The procedure was a da vinci-assisted low anterior resection surgical procedure. The reported issue happened during a second fire on the bowel tissue with the stapler 45 instrument. The tissue was not exposed to any radiation/chemotherapy and it was not calcified. Prior to the stapler fire, the surgeon experienced clamping issue and encountered obstructions between the instrument jaws. The surgeon did not use buttress material. The surgeon also noted malformed staples. There was no excessive bleeding or tissue damage. The or staff discarded all reloads that were used during the procedure so they are not available for return.